Event description:
It was reported that during an unknown procedure, when using the device, it couldn't fire during operation. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any of the forces higher or lower than expected (closing, firing, or opening)? The forces higher than expected.(firing). Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. Did the operation change significantly as a result of the device issue? No. Did a hcp other than the primary surgeon fire the instrument? If so, whom? No. The analysis results for the el5ml device found that it was returned with the shaft bent and broken at the tissue stop area. In addition, the jaws were found to be bent and the tissue stop was not returned with the instrument. No functional testing could be performed due to the returned condition of the device. It could not be determined what may have caused the reported incident. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.